Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, a patient underwent an initial total knee arthroplasty. Subsequently, the surgeon expressed that the patient had a porous femoral component that failed to remain fixed, which they attributed to the use of a psc insert. The surgeon feels that the added constraint prevented the femoral component from being able to adhere properly as the patient has a standard ps cementless on the contralateral side that is doing well.